Manufacturer narrative:
(B)(4). Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 279, 299, 328, 244 and 232 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is one week. The meter memory was reviewed for previous test result history (customer could not read date/time): result 1:279mg/dl fasting, result 2:299mg/dl fasting, result 3:328mg/dl fasting, result 4:244mg/dl fasting, result 5:232mg/dl fasting.